Manufacturer narrative:
The condition of 808:07 was confirmed through the event history due to a faulty pump head module channel a. The channel a pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?fc 808:07.? (B)(4).

Event description:
During a review of the pump's event history by baxter, a colleague infusion pump was found to have experienced a failure code 808:07 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.